Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Tandem technical support requested the customer upload to connect; however following multiple follow up attempts the customer did not upload. Customer's blood glucose level was 355 mg/dl.